Event description:
It was reported that this handpiece will continue to run without actuating the trigger. This was found during a routine maintenance visit and in a non-sterile environment. This did not occur during a surgical procedure. There was no pt involvement. There were no adverse consequences reported as a result of this event.

Manufacturer narrative:
The handpiece was received at the MFR for testing. An eval will be conducted, and a f/u report will be submitted if the results of the quality investigation require one.